Event description:
It was reported that a balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a wolverine balloon catheter. There were no patient complication nor injuries.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.